Event description:
The complaint/event involved a primary plum set, 4 clave multiport connector, ball check valve in sight chamber, 15 micron filter, clave secondary port, clave y-site, polyethylene lined light resistant tubing, secure lock, 216 cm. The reporter stated that the set compatible with the plum 360 infusion pump failed after priming and it was not possible to infuse the medication into the patient, blocking the system and the pump, due to the tube walls being glued together. Saline solution was being administered at the time of event. Although there was a delay in therapy, however, there was no adverse event and no one was harmed as a result of this event.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Section e additional contact: (B)(6). Material purchasing department (B)(6).

Manufacturer narrative:
The customer's complaint of no flow could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record was reviewed and no-non conformities were found that would have led to the reported complaint.